Event description:
Caller tested 1.5 inr on the coaguchek xs system while a comparison lab returned as 2.37 inr. No treatment provided. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6). The case indicates customer gender as female, however, "he" is used in case notes.